Event description:
The customer reported that her blood glucose was over 500 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its rook cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed and the product lot met all acceptance criteria.